Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and would not boot up. Functional testing and data download were unable to be performed. The receiver case was opened for further evaluation. A visual interior inspection was performed and found a defective battery. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective receiver battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A known good battery was replaced and the following was tested: the receiver was charged and rebooted. The receiver log was downloaded and evaluated with unexplained receiver shutdown errors observed. A functional test was performed and it passed.